Event description:
It is reported that the pt's left knee was revised due to infection. An open debridement with complete synovectomy was performed with a revision of the articular surface and insertion of resorbable antibiotic beads.

Manufacturer narrative:
Eval summary: operative notes of this procedure were received. The sterilization process for these devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. Therefore, it is highly unlikely that the specified devices caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. Eval: mfg records were reviewed and found conforming to specs at the time of MFR. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.